Event description:
Procedure: vascular access, cardiac cath, stent problem / defect: guide catheter became twisted and kinked during standard manipulation and entrapped. Patient impact: required vascular surgery to assist to remove from femoral vessel. The procedure was successfully done via left femoral access and stemi [st-elevation myocardial infarction] addressed. Retrograde iliac dissection noted. One of two cordis that twisted and kinked during standard operation requiring return to cath lab and vascular surgery for removal.